Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn quick suture. The client reported that the thread is still in its original packaging. When gripping the needle with the needle holder and then pulling it out, the thread broke off the needle. No harm has been done to the patient.

Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack). However, without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, tested closed samples in the previous complaint fulfilled the requirements of the european pharmacopoeia (ep). Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.62 kgf in average and 0.30 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: according to the open sample received, the probable root cause could be that the attachment of the needle was not correctly performed. Final conclusion: final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.